Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"Per bst "the customer has reached the end of the refs and is not satisfied with the end result. The customer advised that his bite is off and the back teeth sit higher. Photos have been uploaded to the patient file." (B)(4) on (B)(6) 2024: "the gap opened up."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.